Event description:
A site representative reported that while testing the network transfer on the navigation system, it was found that the patient list in cranial application was empty, in spine there were patients listed. When opening the spine application, the software crashed and exited. The computer started to re-boot and then was intermittently slow. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: this information was accidentally reported under MDR number 1723170-2013-00093, but should have been reported under 1723170-2014-00093. This mistake was discovered on 6/6/2014, but the information was originally received on 02/11/2014.the medtronic rep ordered a new computer and went to the site to do the replacement. When he was there he saw that the examlist was empty in cranial but he could load data on the system without issue and did not see any system slowness. Therefore, he decided not to replace the computer. The new computer was returned unused.

Manufacturer narrative:
Suspect computer was returned for evaluation and it was found the hard drive was corrupt. Application slowness was not seen during testing, but the hard drive failed phd analysis. Replaced hard drive and computer then passed all testing. Computer hardware malfunction caused event. The replacement computer resolved the issue in the field and the system is now fully functional.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Medtronic representative performed a navigation system check-out, all areas passed. In trouble-shooting the system, the medtronic representative was able to import exams successfully from all methods (cd, usb, network). Found by deleting import time file, could recreate the reported issue. Computer does not need to be replaced. Issue resolved.